Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider (hcp) reported that the patient fell in the beginning of (B)(6) 2016. The buzzing and the battery depletion were both noted as not being related to the fall. The patient first started feeling the buzzing sensation around (B)(6) 2017 and the battery was noticed to be depleted in office on (B)(6) 2017. The battery depletion and the buzzing were due to "faulty device" and the issue was resolved by replacing the device.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that patient had a fall and hurt their back. They starting feeling a buzzing sensation at the lead site and it was determined that the battery was at early depletion. The patient had their device checked by the hcp and they will discuss if device replacement is an option. The implantable neurostimulator (ins) was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.